Event description:
1. Situation acunav catheter was used when using another company's system. 1) lot qe427994:the connection with the swift link part did not fit properly. Replaced the catheter, lot qe428136. 2)lot qe428136: although the connection was made without any problems, the image suddenly disappeared during echo imaging. The procedure was successfully completed by switching to another company's ultrasound machine. 2. Timing during cable connection after opening the sterilization package. 3. How to complete the procedure contents of the above. The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. When the event occurred acunav catheter (lot# qe427994) --- pre-op acunav catheter (lot# qe428136) --- intra-op.

Manufacturer narrative:
N/a.